Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin is japan. H3: product analysis - product:9560100, lotno:1903378 during inspection at the time of acceptance, it was observed that the image was cloudy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a device used in an unknown spinal therapy. It was reported that the image was not clear and it was cloudy. There were no patient symptoms and no further complications were reported for this event. Additional information was received that the event occurred prior to use, so there is no patient involvement.